Event description:
My complaint is regarding clear care hydraglyde contact lens solution. I am a long time user of the regular clear care solution (non-hydraglyde) and have used it for many years without issue. I noticed that clear care released a new version with hydraglyde that was supposed to provide more moisture to your eyes so I decided to try it. For two weeks after. I experienced burning in my eyes, extreme light sensitivity, blurry vision, and halos. I actually had to stop wearing my contacts and after a few days my eyes would get better, but when I would go back to wearing my contacts, the issues would return. I even threw out my lenses and tried a new pair but still was having the same issues. I couldn't figure out what had changed or what was wrong with my eyes. One day it finally occurred to me that I had switched from the original clear care to the clear care with hydraglyde and maybe that was the issue. So of course, I googled clear care hydraglyde to see if there were any others with the same issues. Sure enough, if you go to amazon's reviews of hydraglyde, you will see 200+ complaints of the exact same issues I was having. I was relieved because I realized it likely was the lens solution causing the problem and not a health issue with my eyes. I immediately went back to using the original clear care solution. My symptoms got a little better but I still had blurry vision. I threw out those contacts, wore my glasses for a few days, and then started fresh with a new pair of contact lenses and using only the original clear care solutions. I haven't had a single issue since - my eyes have been perfect. I really think the FDA should look into the safety of this product. "Is the product over-the-counter: yes, how was it taken or used: applied to contact lenses, did the problem stop after the person reduced the dose or stopped taking or using the product: yes." Dates of use: (B)(6) 2017. Reason for use: to clean contact lenses.